Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level was 557 mg/dl. The customer stated his reading was high because he had dessert. The customer stated the battery he had inserted was faulty. The customer was advised to replace the battery. The customer's device was not replaced or returned for analysis.